Event description:
A hospital (B) (6) reported that the manometer on the rd900 neopuff infant resuscitator was displaying a delay or lag when the pressure setting was adjusted upward. It was not as pronounced at higher pressures. This was noticed during preventive maintenance checks and was the first time it had been seen in all their neopuff units. No patient consequence was reported.

Manufacturer narrative:
(B) (4). Method - the device was returned to the manufacturer's (B) (4) office and repaired. Results provided are based on the service report. Results: the device was opened and the pressure valve mechanism replaced. The device then had the performance checks done and no fault in the lag of the manometer needle was observed when the pressure setting was increased. A lot check showed no other complaints received of this type on this lot. Conclusion - the valve had become slow moving likely from a change in tolerance when made, causing the manometer to be slow to respond to the adjustment in pressure. This is easily observable during the pressure adjustment on the manometer. The pressure can still be set and function, but requires an additional adjustment for the overshoot. Replacement of the valve resolved the manometer delay.